Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced clusters of low flow alarms on (B)(6) 2020 . Patient had pulsatility indices of 3.2 and power of 3.6. Patient's blood pressure was within recommendations, lactate dehydrogenase was 300 and patient hemoglobin was stable. The patient underwent a CT scan and outflow graft compression/occlusion was noted. Patient was also experiencing shortness of breath and nausea and was discharged to hospice. The low flow alarms were resolved and the patient was switched to an epc controller. No further information provided.

Manufacturer narrative:
Section h4: corrected information . Manufacturer's investigation conclusion: the evaluation of the submitted log file confirmed the report of low flow alarms. Although a specific cause for these findings could not be conclusively determined through this evaluation, the account communicated that these events were associated with outflow graft compression/occlusion. The reported outflow graft obstruction could not be confirmed through this evaluation as no photographs/scans were provided and the device remains in use. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the report of dyspnea and nausea could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6), with no additional complaints at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.